Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that she was at dinner last night and while she was sitting and didn't get up or do anything she was at 6.0v and her stimulation shot up on its own and felt like it was at 9 or 10v. The patient had left the remote at home. The patient stated that it was hard to walk and that once she started to walk the stimulation did start to go down. The indications for use were chronic low back pain and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.